Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a 6mm electromyographic (emg) endotracheal tube stating "this item was leaked." This event occurred preoperatively. There was no suggestion of patient injury or involvement. Testing/repair confirmed the reported event, finding a small puncture in the cuff which was only visible under magnification. This information indicates that a cuff leak was discovered prior to the procedure that had the potential to go undetected. This is in reference to the air system of the cuff and pillow (inflation lumen). Small undetected cuff leaks (such as pin holes or punctures by a lead wire) have resulted in intraoperative cuff deflation. Intraoperative cuff deflation affects the ventilation of the patient. It will conservatively be assumed that the reported leak is small and possibly undetectable in nature and could require reintubation if the event were to recur.

Manufacturer narrative:
Testing/repair records confirmed the reported event and found that all electrode wires were within their respective lumens. When viewed under magnification no damage could be found to the inflation tube or cuff. The tube was inflated with 20cc of air, the cuff inflated, and immediately deflated. The source of the leak could not be determined, therefore, 20cc of water was used to inflate the tube and a leak was found in the cuff. After identifying the problem area the tube was again viewed under magnification. A puncture was found in the cuff which was too small to obtain an accurate measurement however it appeared to be less than .005 inch. The size of the puncture indicates that the electrode wires were not the cause of the puncture and there was no evidence to indicate a production error. The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approximately 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. When information suggests that the nim equipment had the potential to cause patient injury it is assumed that the failure may go undetected. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis.